Event description:
Device was used for a ventral hernia repair. There were significant adhesions, but erosion/bowel perforation did not occur; bowel obstruction did occur. Adhesion formation may have been related to the inflamed bowel present when surgisis was placed, or due to surgisis.